Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports via phone over high bg. Bg is 400 mg/dl. Cust declined t/s for high bg due to understanding and treating for hbg using man injection. Ship: 2 mmt-326at / return: nothing. Frn unknown -reservoir. Unomedical model unknown infusion set.